Event description:
It was reported to MFR that the user's handheld screen was frozen on multiple screens and would not allow him to proceed. Troubleshooting did not resolve the reported event, therefore, a replacement unit was requested by the site. Good faith attempts to obtain the non-working device for analysis and to obtain add'l info regarding the reported event have been unsuccessful to date.